Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a b30 error. The issue was found during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the buckling and our sheath cut of the image sensor cable, and the unexpected stress such as excessive twisting or bending was applied. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.